Manufacturer narrative:
Inspected 1 opened and used enlite sensor, performed bicarbonate buffer test per specifications. The sensor failed per specification due to high readings. The enlite sensor was received with a bent cannula. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported that the insulin pump alarmed lost sensor. The blood glucose reading was 85 mg/dl. The customer stated that she was not happy with the sensor because her glucose readings were inaccurate. She reported that the insulin pump was not communicating with the transmitter. Advised that the sensor may be pulling out; customer stated that the sensor appeared to be fully inserted and flat against the skin. Upon troubleshooting, explained that the alarm may have been caused by distance or communication interference. Advised to monitor and call back if the issue recurs. On a second call, the customer stated that the sensor seemed to be a little curved to the left. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.